Manufacturer narrative:
Device evaluated by manufacturer and evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, cracked enclosure and tank cover. Outdated printed circuit board (pcb) and power switch. Per functional testing, the device leaked from the tank cover and drain fitting confirming the complaint. The root cause was a cracked tank cover and a crack in the enclosure at the drain fitting. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Discovered during routine testing. No patient involvement was reported.